Manufacturer narrative:
(B)(4). Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The lot number was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information was requested, and the following was obtained: lot #? Information not available. Does the patient have any of the allergies to metals? If so, what test have been done to test for metal allergies. Information not available. Is the patient currently taking currently taking steroids / immunization drugs? Information not available. Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? No pre-existing dysphagia reported by surgeon¿s office. Was there any hiatal or crural repair done at the same time as the implant? Yes. Was mesh used at time of implant? Information not available. At the time of removal, was the device found in the correct position/geometry at the time of removal? Yes. Have the symptoms resolved since the device was explanted? Information not available.

Event description:
It was reported the linx device was removed on (B)(6) 2021 due to the patient not tolerating the device and was vomiting. The device was implanted on (B)(6) 2021.